Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system had no power. Upon troubleshooting fse found that the defective fan assy. To resolve the issue, fse replaced fan tray assy. Previously in case (B)(4), it was reported that low beeping was emanating from the ups and replaced the ups controller and removed the bypass. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system has lost power. The device was not in clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the fan tray assembly, direct current power supply (dcps), uninterrupted power supply (ups) module and took the bypass jumpers out to set the unit back to normal ups mode. The issue was resolved. The device was returned to use in good working order. Philips has continued to investigate of this complaint.